Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The unit was unable to undergo the displacement test due to no button response. The following cosmetic damage was also found: cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and a cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus. The patient's blood glucose at the time of incident is unknown. The customer stated that after one unit of insulin was administered the pump wouldn't allow him to exit the current screen and the buttons stopped responding. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.